Event description:
It was reported a patient with a pump was having ¿issues.¿ the caller would not provide any further details. It was unknown what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).